Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhoea, endocervicitis, cyst ovary, cystocele and rectocele. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (she had oophorectomy/total vaginal hysterectomy, mccall's culdoplasty). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, psychological trauma and fatigue had resolved. The reporter considered fatigue, menorrhagia and psychological trauma to be related to essure. The reporter commented: patient received treatment for menorrhagia, endometriosis, psych injury, fatigue. She is 10 weeks postop from a pltcs at 29 weeks for pprom and breech presentation. Surgery was complicated by extension into the active segment. The essure implant was placed in the right cornua in the usual fashion. 2 coils were observed in the endometrial cavity following the placement. Attention was turned to the left tubal ostia where a second essure coil was deployed in the usual fashion into the cornua. 1 coils were noted in the endometrial cavity. With that the cavity was evacuated of fluid and the hysteroscope removed as per mr, discrepancy noted in date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: essure micro- inserts in appropriate position without passage of contrast into the fallopian tubes or peritoneum.. Imaging procedure - on (B)(6) 2011: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 5-feb-2021: mr received. Reporter information, patient's medical history, lab data, lot number, auto narrative supplement were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (batch no. 761435), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysmenorrhoea, endocervicitis, cyst ovary, cystocele and rectocele. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (she had oophorectomy/total vaginal hysterectomy, mccall's culdoplasty). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, psychological trauma and fatigue had resolved. The reporter considered fatigue, menorrhagia and psychological trauma to be related to essure. The reporter commented: patient received treatment for menorrhagia, endometriosis, psych injury, fatigue. She is (B)(6) weeks postop. From a pltcs at (B)(6) weeks for pprom and breech presentation. Surgery was complicated by extension into the active segment. The essure implant was placed in the right cornua in the usual fashion. 2 coils were observed, in the endometrial cavity, following the placement. Attention was turned to the left tubal ostia where a second essure coil was deployed in the usual fashion into the cornua. 1 coils were noted, in the endometrial cavity. With that, the cavity was evacuated of fluid. And the hysteroscope removed. As per mr: discrepancy noted, in date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, impression: essure micro inserts in appropriate position without passage of contrast into the fallopian tubes or peritoneum; imaging procedure: on (B)(6) 2011, result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: menorrhagia. Lot number#: 761435, manufacturing date: 2010-07, expiration date: 2013-07. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, psychological trauma and fatigue had resolved. The reporter considered fatigue, menorrhagia and psychological trauma to be related to essure. The reporter commented: patient received treatment for menorrhagia, endometriosis, psych injury, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added menorrhagia, endometriosis, psych injury, fatigue. Event outcome added menorrhagia, endometriosis, psych injury, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.